Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has previously caused or contributed to pt injury. Device issue: shaft separation. It was reported that the voyager balloon catheter did not cross the lesion while another company's catheter did. It did not perform to expectation. No additional info is available. This is being reported based on the analysis of the returned product that revealed a shaft separation.

Manufacturer narrative:
(B)(4). Results: product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood in and on the balloon, in the inflation lumen, on the distal shaft, on the hypotube, and in the hub. There was contrast on the balloon, on the distal shaft, and on the hypotube. The balloon was loosely folded. The distal shaft was separated, 1.5 cm distal to the guide wire exit notch. The material at the separation was stretched and jagged. The distal shaft was stretched, 5 mm distal to the guide wire exit notch extending distally for a length of 1 cm. There was a tear in the guide wire exit notch extending distally for a length of 1.5 cm. There were no kinks or damage noted to the tip. There was no other damage noted to the tip. There was no other damage noted to the balloon catheter. A laser micrometer was used to measure the crossing profile and this met manufacturing criteria. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.